Manufacturer narrative:
The compromised force sensor system error alarm occurred during the priming test at 4 lbs due to moisture damage on the force sensor resistor. The insulin pump passed the displacement, rewind, basic occlusion, occlusion and excessive no delivery tests. There was no motor error alarm on the device and the motor passed the motor test. The insulin pump had scratches on the display window, cracked display window corner, cracked battery tube threads and broken belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call high blood glucose and compromised force sensor system alarm message on the insulin pump. Customer's blood glucose level was 487 mg/dl. Troubleshooting for the prime rewind was performed. Customer advised the device gave a motor error alarm followed by a compromised force sensor system error alarm. Customer advised the drive support cap was normal. Customer advised during the seating of the force the sensor did not detect the reservoir. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.